Event description:
Customer reported a rattle in the device base. Customer also reported 3 valid reference lab comparisons. Lab = 93 mg/dl and device = 39 mg/dl. Lab = 90 mg/dl and device = 43 mg/dl. Lab = 78 mg/dl and device = 104 mg/dl. Controls were in range. A request was previously made for device return and replacement to be sent. Another request was made for return product and replacement sent.